Event description:
The initial reporter stated that the pump under infused. They stated that they started the infusion and after placing the pump in a pouch, it alarmed down occlusion. They stated they cleared the alarm, and started the infusion again, but at the end of the infusion there was approximately 300 ml of the 400 ml infusion left in the bag. Mmdg did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. Complaint- (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.